Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was overheating prior to use. There was no delay in the procedure as a result of this event. There was no patient impact.